Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. During visual inspection of the provided photographic sample, shows the header area with a black mark at the possible location of the leak. Due to the nature of the provided samples, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header cap of the polyflux 17l set during prime. There was no patient involvement. No additional information is available.